Event description:
Pt underwent a multiple joint fusion of the right great toe on (B)(6) 2012 implanted with tubular plate and screws. Post operatively, date unk, it was found one joint has fused successfully, however, there is non-union of the other joint(s). Pt was returned to the operating room on (B)(6) 2012, hardware was removed, pt revised to fixation with 4.5mm headless compression screw. This is 7 of 8 reports for this event.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.